Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) was able to be depressed when there was no change to the indicator window when tested out of the patient's body after the procedure. Outside the patient's body, the user pulled the guidewire loop, but it was unable to drive a change in the indicator window. During the procedure, the plug was not released because there was no change in the indicator window observed when the closure device was withdrawn. There was no pulsatile flow from the bleed back indicator. Hemostasis was achieved by compression. There was no reported patient injury. The procedure was an interventional procedure for lower extremity arterial disease. The device was routinely used for closure of the puncture opening. A 6f unknown cordis short sheath was used. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel had mild stenosis at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no obvious damage to the bleed back indicator observed. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) was able to be depressed when there was no change to the indicator window when tested out of the patient's body after the procedure. Outside the patient's body, the user pulled the guidewire loop, but it was unable to drive a change in the indicator window. During the procedure, the plug was not released because there was no change in the indicator window observed when the closure device was withdrawn. There was no pulsatile flow from the bleed back indicator. Hemostasis was achieved by compression. There was no reported patient injury. The procedure was an interventional procedure for lower extremity arterial disease. The device was routinely used for closure of the puncture opening. A 6f unknown cordis short sheath was used. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel had mild stenosis at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no obvious damage to the bleed back indicator observed. One non-sterile ¿vascular closure device 6f¿ involved in the reported complaint was received for analysis. Per visual analysis, the deployment lever on the device was fully depressed and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire fully retracted. The indicator window was received in the black/white/red position as expected for a deployed device, and the guard was found locked with a cordis catheter sheath introducer (csi) attached to the unit¿s delivery shaft. No additional anomalies or damaged were observed during this initial unaided eye visual inspection. Per functional analysis, a bleed-back functional test was done. The unit was thoroughly cleaned to avoid any blockage related to blood residues that were present and attempt to find any issues that were related to a possible blood flow that passed through the port at any point during the procedure as expected per the device¿s intended use. During the analysis, a pulsatile flow was observed, confirming that the bleed back indication was not absent. Additionally, exoseal functional testing for deployment mechanism could not be executed due to the fully deployed conditions of the unit received. Per microscopic analysis, visual inspection at high magnification showed that there was no evidence of obstruction or other type damage could be identified in the internal configuration of the device assembly that could impede the window movement mechanism. The reported events of ¿indicator window-no change to indicator,¿ ¿bleed-back indicator-bleed back issue-absent¿, and ¿deployment lever (button)-inaccurate deployment-at white/black position¿ were not confirmed through analysis of the returned device since it was received fully deployed and there were no anomalies noted to the bleed-back indicator or the internal mechanisms. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the no change to indicator and deploying the button at the white/black position of the indicator window since the window was received in the black/white/red position as expected for a fully deployed device and there were no anomalies noted to the internal mechanisms during microscopic analysis. Also, it is not possible to determine what factors may have contributed to the absent bleed-back reported since there were no anomalies noted during functional analysis. However, procedural/handling factors are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ it also cautions, ¿if pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. Pulsatile flow is necessary for proper positioning.¿ additionally, the IFU instructs, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. While holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported issues could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.